Event description:
During a total hip surgery, the surgeon was surgilaving the femoral canal, the bristles on the stryker canal brush were breaking off inside the femoral canal. The femoral canal was further irrigated and the bristles removed. This device is a sterile one time use packaged device with 50-75 bristles total. It is estimated that 10-20 bristles fell off inside the canal.

Event description:
Add'l info rec'd from MFR 6/3/04: four medwatch forms have been submitted for this product. Two in 1995, one in 1996, and one in 1997. The MDR numbers are referenced below. 51077, 51226, 1811755-1996-00253, 1811755-1997-00007.